Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache. There was no report of patient any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report b4 date was incorrect. The correct date should has been 07/28/2022. In section b3 date of event was incorrect which has been updated in this report. In h10 section the manufacturer incorrectly selected manufacturer narrative, which has been updated in this report. Section h6 has been updated / corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging headache related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, the customer stated that she sent old device back. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer mentioned incorrect section b3 in previous report. It has been updated in this report. Section h6 updated in this report.